Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, as the device was bot returned the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to the loop at the distal end of the electrode wears out during use and can break, burn or melt. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the hf-resection electrode, loop, 24 fr., 0.2 wire, medium, 12°, sterile, single use, 12 pcs., for turis electrode loop was broken. The surgeon promptly removed the loop, confirmed that the broken part was intact, replaced it with a new one, and the procedure was continued. The event occurred during a hysteroscopy procedure. There was no patient harm associated with the event.

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility. D1: hf-resection electrode, loop, 24 fr., 0.2 wire, medium, 12°, sterile, single use, 12 pcs., for turis.